Manufacturer narrative:
Lumenis investigated the reported event by contacting the clinical trainer by phone (3x) and email (2x) to obtain clinical information, treatment settings, and photographs, which have not been provided. An examination of the subject device by a lumenis technical expert concluded that the vacuum pump valve was not seated correctly. Upon re-seating the vacuum pump valve, the purge issue was resolved. It was further reported that following an examination of the hs handpiece, the issue of the reported scratch marks could not be duplicated and found the hs handpiece output to be within lumenis specifications. The expert noted after verifying all system functions including temperature and energy output calibration and verification, the subject device operated within manufacture specifications. No treatment settings were provided, therefore a lumenis clinical director is unable to perform a review at this time. Based on the information that is currently available, a root cause cannot be determined at this time. Lumenis is continuing its investigation and will file a follow up MDR when additional information becomes available.

Event description:
A lumenis clinical trainer reported that while training a user facility on the use of a lumenis lightsheer desire laser, the clinical trainer treated herself with an hs handpiece and sustained first degree scratch like marks to the arm. It was additionally reported that the hs handpiece seemed to be overheating and the vacuum not purging properly. No report of medical intervention to preclude permanent impairment was received other than the initial report.

Manufacturer narrative:
Additional information: upon further investigation it was reported by clinical trainer there was no adverse event, therefore a clinical review by lumenis clinical director was not necessary. A review of ligthsheer desire product risk file shows this is an anticipated risk (# 2.1.7.1 in risk file 1000577_j) which has been quantified and found to unlikely to lead to a serious injury if malfunction were to recur. The risk has been characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive action is required. The MDR for this event had initially been reported as a product problem (malfunction) and adverse event (serious injury). Based on lumenis' further evaluation of this event, and since there is no evidence that a serious injury had occured in this case, lumenis is withdrawing the adverse event claim. Lumenis has changed the report type of this MDR report to be a malfunction only.